Manufacturer narrative:
Patient¿s identifier and weight are unknown. Additional device product code: hrs. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an initial surgery on (B)(6) 2017, a 2.7mm variable angle locking screw would not lock into the locking hole of a 2.7mm/3.5mm variable locking compression (lcp) olecranon plate. The surgeon initially used a locking tower as opposed to a variable angle cone to tighten the screw which may have led to the screw not properly locking. After failed attempts of securing the screw it was removed and discarded. A new similar screw was used to replace the initial screw placing it through a different hole on the plate. There was approximately one (1) minute delay to replace the screw. The surgery was completed successfully and the patient outcome was noted as stable. Concomitant part: 2.7mm/3.5mm variable lcp olecranon plate 4h/rt116mm (part number unknown, lot number unknown, quantity 1). This report is for one (1) 2.7mm va locking screw this is report 1 of 1 for complaint (B)(4).